Manufacturer narrative:
Continuation of d10: product ID: 977a260, serial# (B)(6), product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 07-feb-2029, UDI#: (B)(4), medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient stated they had not been using the device because it was not working about 7 months ago. Patient reported stimulation was felt in an incorrect location. Additional information was received from the patient clarifying the report of the device not working and feeling stimulation in the wrong location. They stated that initially the right lead was not working and required a second procedure to place a new lead (see related reg report # 3004209178-2026-06722). Following the placement of the new lead, the new lead was apparently difficult to place due to the anatomy of my spine and began shocking me in the right breast area. The cause of the issue was not due to normal battery depletion. The cause of the device not working and feeling stimulation in the wrong location was not determined. The patient reported however the mostly likely cause was possibly the curvature of their spine. The new lead the rep tried different programs without success. The patient indicated that they no longer use the stimulator. The issue was not resolved and no further actions would be taken.